Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (serial: unknown); product type: 0200-lead; implant date ; explant date brand name ; product ID 0913025. Citation: authors: carina r. Oehrn,stephanie cernera,lauren h. Hammer,maria shcherbakova,jiaang yao,amelia hahn,sarah wang,jill l. Ostrem,simon little,philip a. Starr. Chronic adaptive deep brain stimulation versus conventional stimulation in parkinsonâ¿¿s disease: a blinded randomized feasibility trial. Nature medicine 2024. Doi: 10.1038/s41591-024-03196-z earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding chronic adaptive deep brain stimulation versus conventional stimulation in parkinson¿s disease: a blinded randomized feasibility trial. The following medtronic devices were used: b35300r medtronic summit rc+s, 3389 and 0913025 leads. Reported events: patient 2 experienced a postoperative unilateral hardware infection that required surgical removal. A new device was implanted without sequelae.